Event description:
It was reported that a spectrum pump constantly displayed the door not fully latched message in the medical surgical care area. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the door not fully latched messages, which were reproduced. The messages were found to be caused by loose link screws. The screws were replaced.